Manufacturer narrative:
Manufacturer's investigation conclusion: the reported issue with the system controller liquid crystal display (lcd) screen was confirmed via analysis of the returned system controller. Visual inspection of the returned system controller (serial number: (B)(6)) was unremarkable. The system controller was connected to power and the system controller's screen was illuminated with information displayed; however, there were lines in the display making information difficult to read. The system controller was connected to a mock loop and appeared to operate as intended despite the lcd screen issue. The system controller was disassembled to inspect the internal components, and no visual issues were observed. The system controller's screen was replaced with a known functional lcd screen and the issue resolved. The system controller underwent preliminary and functional testing with the operational screen. The system controller passed all applicable testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The data in the downloaded and submitted log files did not indicate any issues with the system controller. No atypical alarms were observed. The pump maintained a speed within the low speed limit without any issues while the driveline was connected. The root cause of the system controller's inability to relay information was determined to be lcd screen damage. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿, section 3 ¿ ¿powering the system¿, section 4 ¿ ¿living with the heartmate 3¿, and section 6 ¿ ¿caring for the equipment¿) instructs the user on how to properly maintain their equipment, including the system controller. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history record for the system controller (serial number (B)(6)) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller had a vertical line in the display and was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.